Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 video submitted for evaluation. The reported issue of leakage at inserter / tubing was confirmed upon inspection of the video. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. H3 other text : see h10.

Event description:
It was reported that a crack in the bd saf-t-intima¿ IV catheter safety system extension tubing caused fluid to leak out during use. This occurred with 5 catheters. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, after the indwelling needle was punctured for the patient, the nurse in the burn department found that there was a crack in the extension tube, which led to fluid leakage. This has happened many times recently, resulting in the need for re-puncture. The patient was very dissatisfied, and the head nurse hoped to avoid this situation."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack in the bd saf-t-intima¿ IV catheter safety system extension tubing caused fluid to leak out during use. This occurred with 5 catheters. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, after the indwelling needle was punctured for the patient, the nurse in the burn department found that there was a crack in the extension tube, which led to fluid leakage. This has happened many times recently, resulting in the need for re-puncture. The patient was very dissatisfied, and the head nurse hoped to avoid this situation."